Event description:
It was reported that the event involved a female patient, (B)(6) while in the cath lab. Relevant medical history/diagnostics: patent ductus arteriosus congenital disorder (pda). During pretest the catheter balloon would not inflate. As a result, the catheter was not used. Another kit was opened and inserted through a sheath via right femoral vein successfully. No medical/surgical intervention was needed. No report of patient death, complications or injury. There was a delay or interruption in therapy with no cause harm to the patient. The patient outcome is good.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.